Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, valve alignment was performed in a sharp bend in the tortuous thoracic aorta causing misalignment of the valve to occur on the balloon. A strut was pushed outward with distal end of the flex catheter, so the team decided to remove the delivery system from the esheath and exchanged for a new product. A new 14f esheath was inserted, however, due to a right femoral artery leakage around the esheath, the 14fr esheath was removed and replaced with a 16f esheath. The second commander and valve were opened and prepped per IFU. The patient was stable throughout the procedure. The valve was deployed and achieved optimal results.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided by the site and revealed the following: the patient's descending aorta had present of tortuosity. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due to unavailability of returned device or relevant imagery provided for evaluation. As reported, 'valve alignment was performed in a sharp bend in the tortuous thoracic aorta causing misalignment of the valve to occur on the balloon. A strut was pushed outward with distal end of the flex catheter, so the team decided to remove the delivery system from the esheath'. Additionally, per 3mensio, the patient's descending aorta had presence of tortuosity. Per training manual, 'if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary'. It is possible that damage to the proximal struts was sustained at the time of gross alignment due to high alignment forces being used to overcome resistance (associated with patient's non-straight vasculature). As such, available information suggests that a combination of procedural factors (high alignment forces/excessive manipulation) and patient factors (tortuosity, non-straight aorta) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.